Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. In addition, the recipient suffered from an infection at the implant site six months post-implantation. A review of the devices sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the implant being the source of infection. However, to determine an exact root cause device investigation would be necessary. No information on possible further steps has been received.

Event description:
Hearing performance with the device is affected. Reportedly the recipient has stopped using the external device in 2020. In addition, the recipient had a skin infection around the implant 6 months post-operative. Further proceedings are unknown.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected. Reportedly the recipient has stopped using the external device in 2020. In addition, the recipient had a skin infection around the implant 6 months post-operative. Further proceedings are unknown.